Event description:
The injection port on the top of the device is missing. If the product was picked up in a hurry, such as in a code, and not thoroughly examined, it could be used as a closed system when in fact it was not. Nurses in ICU have reported seeing many affected. It is unknown if all were from the same lot.